Event description:
Consumer states the footplate broke off of the foot rest as soon as he tried to put his foot on it.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.